Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving lioresal (2000 mcg/ml at 480 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the pump flipped a couple of years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.